Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.92ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the manufacturing facility. A review of the history indicated that on (B) (6) 2010 at 1153, the device was programmed to deliver in the continuous only/ml mode, with a 5ml/hr rate a 230ml container size, the keypad was locked, and the delivery was started. A new date stamp of (B) (6) 2010 and (B) (6) 2010 occurred. Between 0827 and 0828, the infusion was stopped, the keypad unlocked and the program cleared. At 0829, the device was reprogrammed in the continuous only delivery in ml, at a 25/ml rate, with a 240ml container size, and the infusion was started. Between 0834 and 0836, check cassette alarm occurred, cassette was inserted, air in line alarm occurred and the infusion was stopped and started. Between 0837 and 0838, air in line alarm occurred, the infusion was stopped, check cassette alarm occurred, cassette was inserted and the device was powered off. (B) (4). (B) (4).

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapeutic agent, at a rate of 5ml/hr, with a 240ml container size, and the delivery was started. No further programming parameters were provided. The customer contact reported the patient returned to the clinic on (B) (6) 2010 as instructed. At that time, the nurse reported the device display indicated that 210ml had been delivered; however, the container was full. The device was removed from clinical service. The customer contact stated there was no change in the patient status. The physician was notified. No medical interventions were provided. The customer contact stated that therapy was not resumed using a replacement device. Though requested, no additional information was provided.